Event description:
It was reported prior to using bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tubes, foreign matter was found in three (3) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo and three samples for investigation. Evaluation of the photo and returned samples showed evidence of foreign material, specifically glass, inside the samples. Additionally, 100 retained samples were visually checked, and no foreign materials were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter -glass. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.